Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and broken occluder legs were observed beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined, however, there was evidence around the threads of the main body and occluder legs consistent of damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.